Event description:
It was reported the customer has been having constant issues with the insulin pump alarming no delivery. Customer reverted to back up plan. Issues occur during the night due to basal rates. Customer had previously called to troubleshoot for no delivery. Has used a different infusion set and alarms persisted. Inserts site on the abdomen and avoids scar tissue. Customer attempted to use the back and top of buttocks but states it is uncomfortable since he is active. Customer's blood glucose was 4.5mmol/l. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.